Event description:
The facility's technician report a fail code 812:02, which did not occur during patient use or biomed testing. Additional contact information was requested but not additional contact was identified. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.